Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. The patient was hospitalized the same day as the onset and was treated with vancomycin (1 gram, after three days and route was not reported) and ceftazidime ( 1 gram, daily night bag and route was not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.